Event description:
Per plaintiff's complaint, (B)(6), on (B)(6) 2009, plaintiff, (B)(6), was admitted to (B)(6) hospital by dr (B)(6) who performed a first metatarsophalangeal joint cheilectomy with an arthrodiastasis using a biomet minirail external screw fixation device. Post surgically, she developed increasing severe pain and swelling in the area of surgery. Plaintiff was advised that one of the screws had fractured and broke inside of plaintiff's toe. Petitioner has been told she will have to undergo additional surgery to have the screw removed.

Manufacturer narrative:
Per the instructions for use, "possible adverse effects" include: "loosening or breakage of the bone screw..." "Reoperation to replace a component or entire frame configuration..." "Pressure on the skin caused by external components when clearance is inadequate..." "Intractable pain..."